Manufacturer narrative:
The device was received and evaluated at service repair olympus (B)(4). Device evaluation and inspection found the angle wires were stretched, crack of adhesive on a-rubber (bending section) was observed. The customer reported issue was confirmed. Furthermore, it was found that adhesive part of the illumination lens is peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent repair request for forceps raising wire break. There is no patient involvement on this event. Device return evaluation found the adhesive part of the illumination lens is peeled off. This report is being submitted for adhesive part of the illumination peeled off.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed that the device was last serviced via repair in february 2022; the distal end forceps elevator wire cut(exchanged), angulation control knob is loose(repaired), insertion section bending tube insufficient angulation(exchanged),distal end light guide lens adhesive peeled off(repaired), insertion section a-rubber glue cracked(exchanged), insertion tube of insertion section scratched and wrinkled(exchanged). The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. However, it was surmised that the peeled off adhesive of the distal light guide lens was potentially caused by physical stress, such as dropping, hitting or deterioration by chemical stress during reprocessing. In general, the customer is required to check the function of all devices used and have a replacement readily available prior to a procedure. Olympus will continue to monitor complaints for this device.